Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced due to an unknown lead issue. The ra lead was then explanted twelve years later. No patient complications have been reported as a result of this event.